Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test and prime test. However, the insulin pump was received with stuck in motor error alarm loop during bolus delivery. And the insulin pump was received with high current draw during motor testing. Motor position encoder error alarm was confirmed in history file. The insulin pump was unable to perform occlusion test and excessive no delivery due to motor error alarm. No motion sensor test failure. The insulin pump was received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor position encoder error alarm and motion sensor test failure. The customer's blood glucose was 411 mg/dl at the time of incident. The customer stated that they have not treated the high blood glucose. The customer stated that they were unable to perform displacement test. The customer stated that the motion sensor test failure would occur during rewind. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.